Manufacturer narrative:
It was reported that on (B)(6) 2026 the individual "tripped" while walking with the device and fell on their "right side" resulting in a "ripped" armrest foam pad. The customer reported a "small skin tear on right elbow and hand" which was initially treated with "antibiotic ointment and dressing." The individual sought medical attention on (B)(6) 2026 due to "swelling and redness in right hand and elbow." Per the customer, a "small break in right index finger" was identified and the individual had their "fingers taped" and were prescribed "oral antibiotics." It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026 the individual "tripped" while walking with the device and fell on their "right side" resulting in a "ripped" armrest foam pad. The customer reported a "small skin tear on right elbow and hand" which was initially treated with "antibiotic ointment and dressing." The individual sought medical attention on (B)(6) 2026 due to "swelling and redness in right hand and elbow." Per the customer, a "small break in right index finger" was identified and the individual had their "fingers taped" and were prescribed "oral antibiotics."